Manufacturer narrative:
(B)(4). Device evaluated by MFR: returned product consisted of the emerge balloon catheter. There was contrast in the inflation lumen. The balloon was tightly folded. The hypotube and shaft were microscopically examined. There were numerous kinks throughout the hypotube and shaft of the device. There was also, a complete hypotube separation 84.5cm from the strain relief. The hypotube fracture surface was ovaled, which suggests the device was kinked prior to separation. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that shaft break occurred. A 2.25mm x15mm emerge¿ balloon catheter was selected to dilate the lesion. However, it was noticed that there was a kink on the shaft. When the device was placed over the wire, the shaft snapped. There was no harm to the patient.